Event description:
The event involved a chemoclave® vented bag spike that was reported to have leaked liquid from the clave during chemotherapy infusion. When this device was connected to a 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap, the clave loosened and subsequently leaked. There was no patient involvement, no delay in critical therapy and no human harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
The complaint of leakage and disconnection could not be confirmed based on the photos returned. No samples were returned for evaluation. Received one photo showing the chemoclave vented bag spike. No leakage observed. No damages or anomalies noted. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no non conformities were found that would have led to the reported complaint.